Event description:
The user facility reported imperfect hemostasis with the involved angio-seal device. The hemostasis steps were all completed according to the procedure, however bleeding occurred immediately after the suture was cut. Manual compression was then applied, and hemostasis was successfully achieved by manual compression only. The physician does not know why such an event occurred. The procedure before deploying the device was androgen insensitivity syndrome (ais). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250 ccs. No health damage to the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy a2: age & date of birth: not available due to hospital policy a3: patient sex: not available due to hospital policy a4: weight: not available due to hospital policy a5: ethnicity: not available due to hospital policy a6: race: not available due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position with all internal components deployed. The clear stop indicator was found to have been fully deployed, and the suture was found to have been cut. The tamper tube was returned with the device. No damage or issues were identified with the device. The complaint was confirmed for a potential bleeding issue after deployment had been completed. The exact root cause was unable to be determined. The likely cause was determined to have been deployment of the components outside the artery or residual bleeding after deployment had been completed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).